Manufacturer narrative:
This is the same event as 3010536692-2014-01783. This report will be updated when investigation is complete.

Event description:
Allegedly, patient revised due to acetabular fracture, persistent pain and elevated metal ions. Mom complications (left).